Manufacturer narrative:
The medical center discarded the impella pump at explant. No benchtop analysis to root cause of the malfunction is possible. Should a root cause be determined via new information being shared, a final report will follow.

Event description:
The medical center had an impella 5.5 support initiated on a surgical patient. The pump was placed via direct access to the ascending aorta. The 5.5 pump stopped after 3 hours. The pump was explanted and replaced.

Event description:
The user facility reported a 81-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a 5.5 support initiated on a surgical patient. The pump was placed via direct access. The 5.5 pump stopped after 3 hours. The pump was explanted and replaced.

Manufacturer narrative:
Although the pump was not returned, data was reviewed. Data logs show the pump running to specification until (B)(6) 2022 at around 21:10, when the mc loses pulsatility, snr drops to around 500, and the raw ps becomes erratic and begins to "barcode". As this occurs without a change in motor speed, it is likely the cause of the placement signal issue is due to biomaterial. The flow decreased as a result of the impact to the placement signal, however the pump did not stop. Following the flow issue, it appears as though the team removed the pump from the body while running, and it was then unplugged. In conclusion, the root cause of the position signal issue is most likely due to biomaterial, and the change in flow was likely a result of the position signal issue. The report of pump stop could not be confirmed, however biomaterial was suspected in restricting flow. The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.